Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely tortuous ad moderately calcified distal right coronary artery (rca). A 2.50x38mm synergy¿ drug-eluting stent was advanced but device failed to cross the lesion. With a support of a non-bsc guide extension catheter, device was re-advanced but advancing difficulties were encountered. When the device was removed outside from the patient's body, it was noticed that the stent struts were lifted. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.